Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusion system was not at full charge when the unit was wheeled into a room for a case. It was approximately at sixty percent. The device was not changed out, system was used for the case as is. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
Software data logs were received by the manufacturer on (B)(4) 2014 for further evaluation. The customer was not sure if the system was plugged in or not. The field service representative (fsr) sent in logs to verify. By the time the fsr made it to the hospital, the unit was plugged and charged to 100%. No parts being returned at this time unless the logs provide additional information.